Event description:
Used this product for no less than 6 mos, stopped usage in 03/06. I went partially blind on 02/07/06, pain thereafter, diagnosed on 03/06/06 with three corneal ulcers. I presently feel pain, discomfort with contact, discharge frequently in both eyes. My vision is blurred, and impaired.